Event description:
It was reported that during the change out procedure of the existing pacemaker, there was difficulty removing the right ventricular (rv) lead. The rv lead was eventually removed successfully, but damage was noted on the terminal pin. The pin was still attached, but had pulled back from the lead. The physician still connected the rv lead to the new pacemaker, but high out of range pace impedances of greater than 3000 ohms were then observed. The physician elected to keep the lead in service as they are not dependent and the patient's therapy indication is sick sinus syndrome. The right atrial (ra) lead was successfully removed and connected to the new pacemaker without difficulty. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial report that was erroneously reported as boston scientific does not manufacture this product.